Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that presenting electrogram (egm) shows an atrial sensing with bi-ventricular pacing rhythm with frequent farfield r-wave oversensing (ffrwos). Additionally, some undersensing was noted during atrial tachycardia response (atr) episodes and low atrial intrinsic amplitudes. The atrial sensitivity is programmed to automatic gain control (agc), 0.4mv. The clinical observations were documented. The system remains in service and no adverse patient effects were reported.